Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device replacement due to end of life, loss of sensing was noted. The pace/sense portion of the lead was capped and replaced. The defibrillation portion remains active. There were no adverse consequences to the patient.